Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was not replicated or confirmed. The device, multifunction cable, and paddles passed all testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows all shock button presses resulted in successful shocks delivered. There are several paddle shock button presses that occur after the user presses sync on/off that is preceded by a paddle recorder button press. The users are then prompted with "release buttons" due to the shock button being pressed while another button is also pressed. The log shows that a recorder button was being pressed down while attempting to shock. It cannot be determined when exactly the paddle shock buttons are being pressed since the signal being interpreted by the device from the paddles is being masked by the recorder button press/hold. The r series can only record one button press signal from paddles at a time. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.